Event description:
Fasting blood glucose increased [blood glucose increased]. The dose force of novopen 4 was different between injected a new penfill and a in used penfill, push button jumped out automatically during use [device malfunction]. Leading to injected dosage inaccurately [incorrect dose administered by device]. Case description: does the incident represent a serious public health treat: no. This serious spontaneous case reported by a consumer (confirmed by his medical doctor) from (B)(6), concerns a (B)(6) male pt with "type 1 diabetes mellitus", who was treated with levemir penfill (insulin detemir), and novopen 4 (insulin delivery device), and experienced "fasting blood glucose increased". Beginning on (B)(6) 2013, "the dose force of novopen 4 was different between injected a new penfill and a in used penfill, push button jumped out automatically during use". Beginning on an unk date and "leading to injected dosage inaccurately" beginning on an unk date. Pt's height: (B)(6). Medical history included type 1 diabetes mellitus since (B)(6) 2011. The pt had reportedly been taking novopen 4 and levemir penfill from (B)(6) 2011. The pt's dosage regimen of levemir was 20u before sleeping, subcutaneously. In (B)(6) 2013, the pt's fasting blood glucose increased. The pt reported that when he used the first 100u of levemir, his fasting blood glucose was 4.5 - 5.5 mmol/l. When he used the second 100u of levemir, his fasting blood glucose was 5.2 - 6.1 mmol/l. When he used the last 100u of levemir, his fasting blood glucose was 6.0 - 8.0 mmol/l. The pt's normal and reference range of blood glucose was reported as fasting blood glucose was 4.4 - 6.1 mmol/l and two hours after meal blood glucose was below 8 mmol/l. In (B)(6) 2013, hba1c (glycated haemoglobin) was 6.4%. The pt reported that the dose force of novopen 4 was different between injected a new penfill and a in used penfill. The pt also complained that push button of the pen jumped out automatically during use. This malfunction leads to the in accurate dosage of the pt. If changed to a new novopen 4, the dose force was normal. So the pt suspected the adverse event was related to the novopen 4. It has also been reported that the suspected product (levemir penfill) was stored according to recommendations. The problem with the pen has been started about a year ago. The pt used to leave the needle attached to the pen in between injections. The pt's doctor considered it was a serious case due to the event caused life threatening and suspected the event was possible related to levemir and novopen 4. The overall outcome of "fasting blood glucose increased" was reported as recovered. The overall outcome of "the dose force of novopen 4 was different between injected a new penfill and na in-used penfill, push button jumped out automatically during use" and "leading to injected dosage inaccurately" was not reported. Action taken to levemir penfill and novopen 4 was reported as no change. Reporter comment: the pt's doctor considered it was a serious case due to the event caused life threatening and suspected the event was possible related to levemir and novopen 4. The pen will be returned for investigation on about (B)(4) 2013.